Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: one unit was received for analysis. Our quality engineer visually inspected the returned unit and confirmed the presence of epoxy on the needle. A complaint history check revealed no similar incidents for reported lot number 6055883. Conclusions: bd was able to confirm the customer's indicated failure based on the provided sample. (B)(4).

Event description:
There appeared to be a small amount of glue on the middle of the shaft of the bd precisionglide¿ hypodermic needle, 27ga x 1 1/4inch.